Manufacturer narrative:
The reporter cleaned the ise module. Ise checks and controls were run and these were successful. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. Initial values from the sample were reported outside of the laboratory and later questioned by the doctor. The sample was repeated twice using the same tube and a second tube collected from the patient at the same time. The repeat results were believed to be correct. The sample initially resulted with an na value of 122 mmol/l. The same tube was repeated, resulting with an na value of 137 mmol/l. The second sample tube was repeated, resulting with an na value of 137 mmol/l. The sample initially resulted with a cl value of 119.5 mmol/l. The same tube was repeated, resulting with a cl value of 101.0 mmol/l. The second sample tube was repeated, resulting with a cl value of 100.9 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.